Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilting of the inferior vena cava filter that causes injury and damage to the patient. According to the implant records the patient was diagnosed with a massive pulmonary embolism and right atrial thrombi causing hemodynamic instability and cardiopulmonary arrest. The patient underwent successful pulmonary thrombo-embolectomy and removal of thrombi from the right atrium. The indication for the inferior vena cava (ivc) filter placement was to prevent future pulmonary emboli. Under fluoroscopic guidance, the trapease inferior vena cava filter was successfully deployed at l3-l4 level and complete expansion of the filter was achieved with stable co-axial position. The patient was transferred to the intensive care unit for further monitoring. The patient reports becoming aware of the reported events approximately sixteen years post implant. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further experienced anxiety related to the filter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilting of the inferior vena cava filter that causes injury and damage to the patient. Per the implant records, prior to the index procedure, the patient had been diagnosed with a massive pulmonary embolism and right atrial thrombi causing hemodynamic instability and cardiopulmonary arrest. The patient underwent successful pulmonary thromboembolectomy and removal of thrombi from the right atrium. The indication for the inferior vena cava (ivc) filter placement was done post operatively to prevent future pulmonary emboli. Under fluoroscopic guidance, the trapease inferior vena cava filter was successfully deployed at l3-l4 level and complete expansion of the filter was achieved with stable co-axial position. The patient was transferred to the intensive care unit for further monitoring. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately sixteen years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further experienced anxiety related to the filter.